Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient underwent a surgical intervention for a generator change. During the procedure, this right atrial (ra) lead exhibited low amplitude/poor morphology, high capture thresholds and loss of capture. The ra lead was explanted and no new atrial lead was implanted. No adverse patient effects were reported.